Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be identified. However omsc presumed with following results that there was the possibility this phenomenon was attributed to physical stress, etc. According to the report from olympus korea, the insertion section of the subject device was scratched, and coating peeled off. According to the former similar case, event was seemingly caused by physical stress, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was peeled off more than 1mm2 due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned from the user because the subject device had leakage. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.